Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged and the display screen appears to have lines going through it. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the lines do not disappear with any button press. No further details given.

Manufacturer narrative:
After further review of the complaint, it was determined section e1 was filled out incorrectly in the initial complaint. A correction has been made on this report.

Manufacturer narrative:
The pump had missing segments/horizontal line due to a cracked lcd zebra connector. The pump passed the idle current, run current, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump was received with minor scratches on the display window and a cracked reservoir tube lip. No damage on the address/serial number label was noted.